Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Complaint unit was contacted by distributor on (B)(6) 2018. Distributor stated: we would like to report that our customer had an another slippage with their skull clamp. This clamp was used in a spine surgery. After the surgeon fixed the clamp and the pins to the patient's head with 60 lbf, they changed the patient's position to prone from supine. After the position was changed, the surgeon noticed that the pressure decreased 20 lbf so he adjusted the pressure to 60 lbf again. When the surgery was done, the surgeon noticed that there was a slippage about 8 cm on the patient's head.